Event description:
The event occurred on an unspecified date and involved a microclave® clear neutral connector where it was reported that they were experiencing precipitate inside the housing of microclave. The event occurred during infusion and that the precipitation was not noted in the original container/packaging. The product was stored in bins in the storage unit, individually wrapped. There was patient involvement, however, no patient harm reported.

Manufacturer narrative:
Received one used. List #mc100, microclave¿ clear neutral connector; lot #unknown. --> one used. List #306547, bd posilflush 0.9% sodium chloride injection 10ml syringe; lot #3142748. A photo was returned showing a used mc100 microclave clear connector adjacent to but not connected to a 0.9% sodium chloride syringe. There was some sparse dry white fluid residue visible inside the clear body near the female luer end. The used mc100 microclave clear connector was found to be stuck down with no apparent spike damage. Subsequent disassembly found the seal stuck to the spike and the spike to be dry resulting in a dry spike stick down and internal leakage. The probable cause of the dry spike stick down is typical of an error during assembly. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.